Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that device and associated right atrial (ra) lead displayed pace impedance measurements greater than 2500 ohms when attached to this new device during a device replacement procedure. The lead displayed normal impedances via the pacing system analyzer (psa) but despite trouble-shooting, continued to display the clinical observations through this. The lead was surgically abandoned. The device remains implanted with a new lead. There were no adverse patient effects reported.